Manufacturer narrative:
Investigation results: the complaint of a damaged q-syte connector was confirmed; however, the root cause could not be determined from the photograph that was provided for investigation. The photo showed two q-syte connectors attached to a 3-way stopcock. The top body and septum appeared to be missing from one connector and were not shown in the photo. There appeared to be evidence of a weld, which bonds the top body to the bottom body; however, without the physical sample, the features of the weld and mating surfaces could not be analyzed. No other similar complaints were reported from the implicated lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device septum separated. The following information was provided by the initial reporter: the product has a joint separation during use.